Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification.

Event description:
Caller indicated the assure pro meter was reading high. Per sales rep, the pt was tested at 4:20am and the reading was 130 at the same time venous draw was taken and given to lab their reading was 30. He was frothy at the mouth and unresponsive. He was given glucagon and taken to the hospital. Unsure if he was retested and evaluated. The reporter stated that, she didn't think that the pt had gotten out of the 80s and that the lab result was 13. He's considered a type ii diabetic and up until now he hasn't had complications with his diabetes. No changes have been made in medicines or treatment.